Event description:
Affiliate reported that in 2008, the device was implanted into the patient for pressure settings of 80mmh2o. At about 7 months later, the patient showed enlargement of the ventricle. The doctor tried to change the pressure settings from 80mm to 40mm, but it was set as 180mm. At approx 2 weeks later, the doctor started to flash the valve to push it, but the patient's condition did not recover. At about six days later: the doctor tried to change the pressure settings from 180mm to 40mm. Since it worked, the device did not get replaced. The doctor commented on aug 27th, he found many pieces of tissue in the valve. He felt this may have prevented the cam from turning.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for eval. Without the device and/or lot info, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does becomes available, this complaint will be re-opened, evaluated and a follow-up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.